Event description:
Caller reported cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Caller was advised to use mdi for short-acting insulin as backup therapy, and technical support confirmed a replacement pump would be sent with updated software along with storage mode instructions. Caller was instructed to return the problematic pump via ups within 10 days.